Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation of the returned passing pin shows 2.5 inches of its length is missing which includes the entire drill head. The break area shows no material voids. The remaining portion of the pin is bent severely in multiple directions it is also scored along its length. Condition of the device is the result of excessive force placed on it during use. (B)(4).

Event description:
The shaver blade regular procedure is carried out for drilling the femoral tunnel. A 2.7mm guide wire was used to drill the femur using trans-tibial technique. First time drilling, couldn't locate the tip of the 2.7mm guide wire protruded from the thigh after the whole length of the guide wire was drilled. The guide wire was then reversed out from the femur and drilled for the second time. Still couldn't locate the guide wire from the thigh. After the second time, drilling became so difficult. Judging from the outcome, the tip of the guide wire is already broken after second time drilling. However this was not realized until after few more times of drilling and finally managed to get the tip of the passing up to the thigh with a bit more flexion. At that point of time, only realize around 2 inches of the tip if the guide wire is broken. Image intensifier device was also used to detect the location of broken piece inside the bone. The broken piece however could not be removed.